Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The eval confirmed a system error 322 through review of the device history log but the alarm could not be reproduced during eval. The device was tested for (B)(4) hrs and found to be within specification. No malfunction could be identified. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
It was reported that a pump alarms for system error 322. The customer has stated that there was no pt injury and no other info can be provided.